Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. Furthermore, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/28/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/07/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a power issue. The battery compartment was observed to be cracked in the thread area. Corrosion was found on the inside of the battery compartment. The threads of the returned battery cap were found to be stripped/damaged. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The pump was unable to maintain power with the returned battery cap installed. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. The reported issues were confirmed during the analysis. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.